Event description:
It was reported that the patient experienced cardiac arrest and died. Implant summary: a 23mm lotus edge valve was implanted slightly high and close to the right coronary artery (rca). A conduction disturbance near the rca was noted. The patient was transferred to their hospital room. Post implant summary: an hour post-implant the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was started. The CPR was believed to have caused hemothorax. The patient was in multi organ failure and placed on ECMO. On an unknown date the patient was transferred to hospice care. Seven (7) days post implant procedure the patient died.